Event description:
The device was returned to the biomedical engineering dept with a note that stated, "this device underdelivers amount of medication." The customer contact stated "the device was programmed to deliver an unspecified solution at a rate of 125 ml/hr an it was reported that the device delivered 112 ml." No specific programming parameters were provided. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.